Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported intermittent connection with wireless module, if you wiggle the wireless module while it is installed, it will shut the pump down and alarm for improper shutdown which was not reproduced. There is evidence of the reported symptoms in the event history log (ehl) through the presence of "battery alert" and "improper shutdown" events, however the ehl cannot determine whether the "improper shutdown" events were the result of the user removing all power before powering the pump down using the off key or whether the events were a result of a device malfunction. During device evaluation, the rear case was determined to require replacement to address the reported symptom of "intermittent connection with wireless module". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent connection with the wireless module. When the back of the battery was accidentally brushed with a hand the pump powered off and displayed an "improper shutdown" message. This happened with multiple known good wireless modules. There was no patient involvement. No additional information is available.